Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective roller pump tubing. The fse replaced the roller pump tubing to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) results for five patient samples on their au680 chemistry analyzer. The erroneous results were not released out of the laboratory; hence, there was no change or impact to patient treatment in association with this event.